Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2020-33412, 1627487-2020-49209. It was reported the patient never received effective therapy. As a result, the patient underwent surgical intervention during which the system was explanted. There were no complications during the procedure.